Event description:
Additional information was received that the transcatheter aortic valve (tav) was implanted in the native aortic valve. The primary mode of the tav failure was structural valve deterioration. Deterioration was described as predominant aortic stenosis (as) with moderate hemodynamic valve deterioration, specifically an increase in mean gradient greater than or equal to 10 millimeters of mercury (mmhg) from baseline and a mean gradient was greater than or equal to 20 mmhg. Conflicting information was reported that the valve was not explanted and was not replaced with a surgical valve. A redo transcatheter aortic valve replacement (tavr) procedure was performed approximately 11 years and 5 months following the implant of the tav. A 26 mm non-medtronic tav was implanted valve-in-valve with the medtronic tav.

Manufacturer narrative:
Updated data: 5a. Ethnicity: 5b. Patient race b5.desc evt problem b7.relevant history h6. - annex e, annex a, annex b, annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated a.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 years and 2 months following the implant of a transcatheter valve, the valve failed due to stenosis. Subsequently, the valve was explanted and a surgical valve was implanted.